Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the ring and top piece came off. The reservoir is unable to lock in place when inserted into pump. The customer¿s blood glucose level was 382 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.